Event description:
Patient has been using the mini express mobile chest drains for approximately one week. Community nurse found that the inner tubing had come away from the top of the drain after she witnessed a loud noise from the drain. The tubing was unable to be replaced back to its original position so a new drain was used. Patient was asymptomatic. Patient hadn't pulled the tubing at any stage.

Manufacturer narrative:
In the process of performing the evaluation and obtaining additional information. A follow-up report shall be provided upon completion of the evaluation.